Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 34 mg/dl. The customer was treated with food and glucose tablets. Customer was admitted to the hospital. Customer stated the perceived cause of the low blood glucose was overdosed insulin. The customer was kept in the hospital until she was stable. The customer insulin pump was replaced due to scroll wrap issue.